Manufacturer narrative:
The following sections were updated/corrected: a3b b4, b5, g3, g6, h2, h4, h6, h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Part and lot/serial identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the dermatome cut into patient dermis and harvested very thin skin bits. It is unknown if an additional skin graft was required from the patient. Surgery was completed with another device and there was a 30 minute delay reported. Due diligence is in progress. No additional information has been received.